Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material could not be further identified. There was no report of damage or deformation to the nozzle. As it was determined that the user did not perform a pre-cleaning of the nozzle, it was presumed that the suggested phenomenon was due to improper reprocessing of the device. The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following instructions for use (IFU): "·reprocessing manual_ precleaning the endoscope and accessories - warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. - flush the air/water channel with water and air caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the a/w [air/water] channel cleaning adapter (mh-948) after each patient procedure." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to describe event or problem, the following non-reportable malfunctions were found during the device evaluation: due to clogging of nozzle, water supply volume does not meet the standard value; the adhesive around the objective lens was discolored; the adhesive on the bending section had a crack; the bending angle in the up direction did not meet the standard value due to wear of angle wire; the channel cleaning brush could not be inserted smoothly due to damage on the tube; the objective lens was scratched and there were fiber breaks in the lightguide bundle. Health professional was inadvertently checked; the reporters title is unknown. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer returned an evis exera iii colonovideoscope due to problems with the reprocessing. The event was found during reprocessing. There was no patient involvement. Upon inspection and testing of the returned device, it was noted that the air/water nozzle was blocked with foreign debris. This medical device report (MDR) is being submitted to capture the reportable malfunction found at estimation.